Manufacturer narrative:
Manufacturer investigation conclusion: the report of pump thrombosis could not be confirmed through this evaluation. Moreover, a specific cause for the reported driveline infection events could not be determined through this evaluation. In addition, a direct correlation between the implanted heartmate 3 devices and the reported events of major bleeding, sepsis, and stroke could not be determined through this evaluation. The heartmate 3 lvas IFU lists peripheral thromboembolic event, driveline infection, bleeding, sepsis, and stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Of note, the heartmate 3 lvas IFU additionally lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported through the research abstract titled ¿two-year outcomes in real world patients treated with heartmate 3 left ventricular assist device for advanced heart failure: data from the elevate registry¿ identifying heartmate 3 lvad may be related to low incidence of pump thrombosis, 0.2% confirmed pump thrombosis, 32% major bleeding, 13% sepsis, 25% driveline infection and 9% stroke events. A total of 540 patients were included between january 2015 and february 2017. Specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Date of event is approximate. The data was collected between 01/2015 and 02/2017. No further information was provided.